Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump had blank display. Customer's blood glucose at time of incident was 231 mg/dl. Customer stated does have scratch on right hand corner of screen which could be a very small crack. The customer stated that there is moisture under the screen and the pump had not been dropped. The customer was advised the pump will need to be replace and to revert to backup plan.

Manufacturer narrative:
The insulin pump was received with motor error alarm during occlusion test and unable to prime at during prime test due to faulty force sensor resistor. The motor passed motor test. The insulin pump was received with normal operating currents and no unexpected off no power or low battery alarm or blank display noted. No moisture damage on keypad traces, under lcd screen, electronic assembly or motor noted. The insulin pump was received with minor scratched lcd window, cracked lcd window, cracked case at display window corner and cracked battery tube threads.